Manufacturer narrative:
(B)(4). Three used IV tubing sets were received for evaluation. Packaging returned with the samples indicated the reported lot numbers. The sets were received spiked into empty IV excel bags. The sets were subjected to an air pressure (leakage) test according to specification with acceptable results. During the clamp performance test, there was no air flow through any of the sets when the roller clamp was closed. In an attempt to replicate the reported incident, the sets were then spiked to bags of normal saline and primed. The roller clamp was engaged along three different sections of the tubing for each sample. Each time the roller clamp was closed, the roller clamp functioned properly and no leakage was observed at the end of the sets. Review of the discrepancy management system database performed for the reported lot numbers did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot numbers. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned samples met requirements according to specification, and the reported failure could not be reproduced. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: event # 2: reports the roller clamp doesn't completely stop the flow of fluid, leaving a puddle on the floor. This creates a slip hazard for both staff and patient. Follow-up correspondence with the reporter indicated that when the roller clamp is in the closed position, it is not fully stopping the flow of fluid out of the IV set. The reporter also noted that when the roller clamp is closed half way, it seems to move on its own. Involved lot numbers: 0061512823 - manufacture date: 07/04/2016, expiration date: 06/04/2019; 0061513903 - manufacture date: 07/13/2016, expiration date: 06/13/2019; 0061499154 - manufacture date: 04/18/2016, expiration date: 03/18/2019.